Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not available.

Event description:
It was reported by the attorney, through the filing of a lawsuit, that the patient underwent a right total hip arthroplasty on (B)(6) 2011 where she was implanted with a stryker hip system. It is further alleged that blood work revealed excessive levels of chromium and cobalt in her system. The patient has not yet been revised.

Event description:
It was reported by the attorney, through the filing of a lawsuit, that the patient underwent a right total hip arthroplasty on (B)(6), 2011 where she was implanted with a stryker hip system. It is further alleged that blood work revealed excessive levels of chromium and cobalt in her system. The patient has not yet been revised.

Manufacturer narrative:
Device information added. An event regarding abnormal ion levels involving an accolade stem was reported. The event was not confirmed. Product evaluation and results: visual, dimensional, functional inspection, and material analysis were not performed as the item was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the product history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. The reported event for ¿alleged blood work revealed excessive levels of chromium and cobalt in her system¿ was not confirmed nor the root cause determined. The devices were not returned for evaluation and insufficient medical information was provided. Further information such as the return of the devices and medical documentation are needed. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.